Event description:
There is 200 pcs for 801400 (surg patties), however,when customer open the outbox and found there are only 199 pcs inside of this product. Event occurred before surgery, no delays. Backup product used to complete procedure. The product was sent on (B)(4) 2015.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.